Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt is not receiving effective stimulation from his scs system. The pt stated he feels stimulation in the middle of his back and under his ribs, and not in his low back and legs where needed. Reprogramming did not resolve the issue. The pt has an appointment with his physician and x-rays will be taken to determine the scs lead's position.